Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they were in the hospital for almost one month and did not use their device for their bladder symptoms. The patient said they were trying to use their equipment today but noticed sensation like needles at the ins site. The patient asked for assistance to use their equipment. Worked with the patient to synch with their implant and patient was successfully able to turn therapy back on and decrease stim to a comfortable level confirming comfortable sensation in their pelvic region and not at the ins site. The patient will monitor the effect. Redirected to their doctor. The patient asked about using the device to help their bowel symptoms. The patient was redirected to their healthcare provider to further address the issue. The patient requested an ID card be sent and spanish handbooks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.